Event description:
It was reported that an ilet pump sustained a cracked touchscreen after being struck during manual labor, after which the device was no longer functional and the patient transitioned to multiple daily injections; the device was communicated as no longer watertight and in need of replacement. Symptoms included hyperglycemia up to 300 mg/dl without loss of consciousness, diabetic ketoacidosis, or other acute complications. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy, with no medical intervention required. Investigation included collection of event details, use conditions, and device history, along with arrangements for device return and data synchronization via the mobile app. Investigation of this case revealed physical damage to the touchscreen component consistent with external impact, resulting in loss of usability and compromised enclosure integrity. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to external trauma.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.